Event description:
Stereotactic breast biopsy on a (B)(6) f done in the vertical approach using bard 7g biopsy probe. During the sampling process, we noticed that the specimen container on the probe was filling up with saline and not emptying. We continued with the sampling and then did an extra vacuum to clear the container. The container never emptied and we saw pieces of specimen floating around in the saline. I had to remove the specimen basket and use forceps to pick the remaining bits of specimen out of the container. We noticed that there was not a lot of tissue in the specimen container. When I removed the probe from the patient's breast, I noticed tissue in the trough of the needle. At the same time, the nurse was holding pressure on the patient and noticed tissue at the needle insertion site. She applied pressure to the patient's breast and a piece of specimen came out of the opening. After the patient was discharged, the nurse and I took the probe apart to get the remaining bits of specimen from the probe. There was quite a bit less specimen acquired than expected considering gauge of probe and the number of samples taken. FDA safety report ID # (B)(4).